Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the nurse reported that before starting the procedure, they noticed that the instrument pulley was loose and had to use a backup instrument of the same type. There was no report of patient involvement or patient injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the pulley was loose.